Event description:
It was reported that during an afib case, the impedance values were too high and the patient went from afib with rapid ventricular response to a vfib and had to be cardioverted. The patient's normal sinus rhythm returned post cardioversion. The physician thinks the impedance might have caused the vfib. The impedance value was not provided by the customer. The ablation catheter was disposed of by the customer and it was reported that the patient was stable at the end of the procedure. The customer has requested that the unit be tested before further use during procedure. It was also reported that the patient was being paced during this procedure when the vfib occurred.

Manufacturer narrative:
The customer indicated that the catheter will not be returned and it has been discarded. The customer has not reported any malfunctions with the catheter or the stockert rf generator involved in the procedure. The carto 3 system is being evaluated and once the investigation is completed, a 3500a supplemental report will be submitted to the FDA. No additional details regarding the patient, procedure, or anything regarding the event has been provided by the customer. If any additional information is provided by the customer regarding this event, it will also be submitted to the FDA as required in the 3500a supplemental report. Concomitant products: stockert rf generator, catalog # s7001, (B)(4), navistar ds electrophysiology catheter, catalog # ns7tcf8l174hs, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). Biosense field service engineers couldn't reproduce the reported high impedance issue. Biosense field service engineers found high noise on cs catheter channels during ablation, after reseating the ECG cards, and as a result, the noise was resolved. The noise issue did not relate to, and couldn't cause the adverse event that customer reported. Since this was a MDR reportable event, an additional original external manufacturer (OEM) action (device history record (DHR) review or investigation) was performed. No anomalies were noted in manufacturing or service.